Event description:
During a follow-up in-clinic, an increase in pacing impedance was observed on the left ventricular (lv) lead. Lead damaged was alleged but not confirmed. Reprogramming has been performed. The patent was stable with no consequences and will continue to be monitored.

Event description:
Additional information was received that diagnostic imaging was performed and no abnormalities were observed.